Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the trach they¿ve been receiving month after month has lopsided cup and was leaking. There was a patient involvement and there was no reported patient harm.

Manufacturer narrative:
G1 - contact office email: correction h6. Codes: updated. Device evaluation: no product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.